Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was initially reported that this suture breaking has been a recurring issue. [] multiple times/multiple procedures has the surgeon experienced suture breakage from this product code over multiple procedures?[] yes a. If so, please clarify how many times sutures from this product code have broken. For each additional event please provide: I. An event description[] surgeon performing instrument tying ii. Lot number[] not available iii. Any adverse patient consequences[] no IV. Procedure name and date[] dates not available. Procedures are total knees and total hip joint closures was there any damage to the tissue?[] no did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient?[] suture breaking inta-operatively we have found that the suture not only broke during the surgery but broke in a patient post op. The breakage was so severe that it required the patient to have surgery again to repair the surgical site where the suture broke. The patient in question was originally done (B)(6) 2016 and had to be redone (B)(6) 2016. The original procedure was a total knee arthroplasty and the redo was a repair of the distal quadriceps.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2016 and suture was used. Post-operatively, the suture broke. The breakage was so severe that it required the patient to have surgery again to repair the surgical site where the suture broke. The patient underwent a re-operation, the repair of the distal quadriceps, on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Concomitant medical product: striker triathlon. On (B)(6) 2016, the knee was closed using ethibond for the retinaculum, 0 vicryl , 2-0 vicryl and staples for the subcutaneous and skin closure. Pt is (B)(6) yo female presents with c/o pain. Pt is a (B)(6) yo female who had a r tka on (B)(6) and was doing fantastic until she noticed a defect in her quad tendon a couple weeks ago. She has very little discomfort associated with this. She just had an ultrasound that showed a full thickness tear of approx. (B)(6) width. On (B)(6) 2016 ¿ repair of right quadriceps tendon; there were 3 of the ethibond sutures have become torn or unraveled, which caused the arthrotomy site to open up. There were scarring over the edges of the tendon and this was freshened with rongeur and curettes and scissors to remove any scar tissue and allo for fresh edges of the tendon. Then thoroughly irrigated the knee joint and then directly repaired the quadriceps tendon in the gap that had torn open using #2 fiberwire.